Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic procedure, the device able to fire, however it did not couple properly in the stapler, leaving a gap, which made stapling impossible. In addition staple component fell into the patient cavity. A new reload was used to resolve the issue. There was no patient injury.